Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most likely cause of the event of no image was that the cable unit was damaged, causing the communication failure due to the user¿s mishandling, and consequently, no image appeared. The following information in the user manual may have prevented the event: "do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details relating to the patient and the event have been requested, but no response has been received at this time. During the initial evaluation, the user report was confirmed. The video processor would not recognize the camera and displayed no image due to a faulty cable unit. Additionally, the focus button was intermittent and needs replacing. The rear cover label was also noted to be fading. There was no patient harm or consequence reported as a result of this event.

Event description:
An olympus sales representative reported the the 4k camera head was not being recognized by the video processor during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.